Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with cracked display window corners, battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 483 mg/dl. The customer treated with a bolus. The customer stated that the bolus was incomplete. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.